Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were separation gel globules in the serum of 1 device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were separation gel globules in the serum of 1 device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples of the incident lot were selected from bd inventory for evaluation and no issues were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality were not under statistical control for the month of april 2025. Therefore factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was able to duplicate the customer¿s indicated failure mode (oil gel globules) only because the defect was evident in the testing of the complaint lot samples. Replicates of lot 4145578 retention samples showed a degree of the defect. All other visual observations demonstrated clinically acceptable performance with both retention and control samples. This complaint has been confirmed for the indicated failure mode oil gel globules. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.